Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further specified. It was not reported if the patient was hospitalized for the event. On the same day as the event onset, the patient was treated with vancomycin injection (1 g, every 3rd day, ongoing) and amikacin injection (250 mg per day, ongoing) for peritonitis. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. It was reported that the patient was also doing hemodialysis every 15 days. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow-up, it was reported that on an unknown date antibiotic treatment was discontinued and the patient was recovered from the peritonitis event. Hemodialysis therapy remains ongoing every 15 days. It was reported the patient was retrained on the proper aseptic technique. Should additional relevant information become available, a supplemental report will be submitted.